Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, during advancement of the thumb advancer, the sheath didn't split correctly, as if the sheath-splitter didn't split the sheath correctly. Halfway during the thum advancer advancement, it didn't feel right and the physician decided to stop and use the safety release mechanism to remove the device from the patient's groin. Hemostasis was achieved using manual arterial compression for approximately 10 minutes. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of sheath did not split correctly was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. It was reported that the access site was mildly calcified, which may have been a contributing factor, but this cannot be confirmed. The cause of the event was determined to be most likely related to the operational context during use of the device. The starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue.

Manufacturer narrative:
(B)(4). The starclose se instructions for use under precautions states: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.